Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, once in 4 days, discontinued) and fortum injection (1gm, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered and was discharged from being hospitalized. Pd therapy was ongoing. No additional information is available.